Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging upper respiratory problems, difficulty breathing/short of breath, cough, irritation, stress on chest, pneumonia. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging upper respiratory problems, difficulty breathing/short of breath, cough, irritation, stress on chest, pneumonia. No medical intervention was reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Exterior examination observed a ring of yellowish-brown residue on outlet side panel with minor unknown debris buildup in corners under accessory and sd card flip doors. Interior investigation observed an unknown white residue on o-ring of side panel, cloudy coloring of blower box, and mineral deposits found on motor housing evident of water ingress. Keratin buildup around the blower box outlet observed. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box. Mineral spots consistent with water ingress were found within blower box and motor casing. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The device's event logs were downloaded and reviewed. No errors were logged. The dust/dirt contamination found at the iso port, on the motor casing/impellers, bottom panel, back of lcd panel, and blower box, was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Mineral spots consistent with water ingress were found within the blower box and on the motor casing. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Investigation can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit, but can confirm the presence of contamination in the airpath and evidence of water ingress into blower box. Section b1, b2 corrected. Section h1 corrected. Section d8, d9, h2, h3 has been updated. Section h6 health effect - impact code corrected. Section h6 type of investigation findings and investigation conclusions has been updated.